Event description:
Event reported as, "the doctor will be carrying out barium swallow procedure today on a male patient (details unk) who currently has a band situ. The doctor suspects that the band has "come undone". No further info is currently available. Follow-up will be forwarded upon receipt."

Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of an unbuckled band as follows: "failure to secure the band properly may result in subsequent displacement and necessitate re-operation." "The lap-band ap system is not a lifetime product and it may break or fail. In whole or in part at any time after implantation and notwithstanding the absence of any defect."